Manufacturer narrative:
It was reported by a nurse to an arjo representative that a patient fell from a citadel plus bed frame when was trying to get up. No injury occurred, no medical intervention was needed. Additional information obtained by the arjo representative allowed to clarify circumstances in which the event occurred. The patient was trying to sit up on the edge of the bed with the side rails locked in the up position. The side rail unlocked and the patient fell. There was no additional person in the room at that time. The bed is part of arjo rental fleet. The device was quality checked on (B)(6) 2021 before rent to the customer and no issues with side rail functionality were observed. The device passed all tests. The customer was using this bed over 2 weeks and no issue with the side rail was reported to arjo during that time. A device inspection conducted by the arjo technician following the event revealed the side rail locking mechanism failure. The problem was resolved by replacing sleeve bushing (part of locking mechanism). Based on the above, it seems the most probable that the side rail mechanism was damaged at time of the event. According to citadel plus instruction for use (831.374) ¿caregiver should always aid patient in exiting the bed.¿ there is also warning ¿side rails are not intended to restrain patients who make a deliberate attempt to exit the bed.¿ the device operator ¿make sure the locking mechanism is securely engaged when the side rails raised.¿ arjo devices were used for patient treatment when the event occurred. The side rail unexpectedly release so the bed frame was not meeting the specification at time of event. The complaint was decided to be reportable due to the patient's fall which may result in serious injury.

Event description:
It was reported by a nurse to an arjo representative that a patient fell from a citadel plus bed frame when was trying to get up. No injury occurred, no medical intervention was needed.